Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced a pump system error. The customer¿s blood glucose level was 166 mg/dl at the time of the incident. Customer advised they were having battery issues when a power error was detected. The device was not exposed to any extreme temperatures. During troubleshooting, it was noted this power error happened a week before in a different troubleshooting. The customer was advised a replacement insulin pump will be sent out and to use a backup plan per healthcare professional's recommendation. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump received was not stuck in the manufacturing mode. Insulin pump passed the self-test, sleep current measurement, active current measurement and displacement test. Insulin pump was received with normal operating currents. Insulin pump was monitored for several hours and no blank display noted. The battery tube connector plugged in properly to printed circuit board during visual inspection. However, replace battery alarm and power error alarm confirmed in the long trace. Detail trace analysis confirmed the insulin pump alarmed replace battery and then alarmed pump error was triggered when backup battery loaded voltage (loaded vlith) was less than 3.5v for 4 consecutive hours due to connector resistance (printed circuit board). After disconnecting and reconnecting the internal battery connector at printed circuit board. Insulin pump was monitored and functioned properly. Insulin pump was received with scratched case, pillowing keypad overlay, cracked select button keypad overlay, cracked retainer and minor scratched lcd window.